Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There was no button error alarm during testing and the pump was received with normal operating currents. The pump was monitored for several days and there was no unexpected battery out limit alarms that occurred during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that he had a button error alarm and a battery out limit alarm on the insulin pump. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.